Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported hemolysis could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2023 to (B)(6) 2023 and captured several pi events. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. In addition, section 6 provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 1, ¿introduction¿, explains all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested due to excessive hemolysis and multiple pulsatility index (pi) events. Powers appeared stable. Log file review captured pi events as well as routine power source changes. Pump speed was set at 5100rpm. No unusual pump or controller faults were seen in the log. The pump appeared to be operating as intended. The cause of the hemolysis was unknown. The patient had no symptoms and was only on anticoagulation. Healthcare provider planned to continue monitoring.